Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed pump error 25. The power management tool confirmed power error 25 was triggered when the loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 or pcb 1. After disconnecting and reconnecting the internal battery connector on j6 or pcb 1, the insulin pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected. The customer's blood glucose value was 14.6 mmol/l. Customer reports they were able to clear the alarm. Customer able to complete insulin pump rewind. Troubleshooting was performed. Customer states notification light did not immediately stop flashing. Customer advised the pump will need to be replaced. The insulin pump will be returned for analysis.